Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a force sensor error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found that the device had a broken plunger case tamper seal. The device's event history log was reviewed for evidence of the reported event and found "force sensor test". To conduct functional testing, the device was powered up. Upon power up, could not recalibrate the force sensor, value was above maximum, "force sensor test" problem was duplicated at power up; the force sensor was out of spec. Force count 0 (should be in 30s) and value was -0.93 lb with no pressure applied. Root cause was attributed to the plunger cable being partially disconnected from mainboard. Mainboard connections were visually inspected. The plunger cable was partially disconnected from the main board. Unable to determine how it became disconnected. Fully plugged plunger cable to the mainboard, performed all functional tests and passed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: health effects - health impact code corrected health effects - clinical signs and symptoms or conditions code corrected.